Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: brown and yellow biological tissue on the shell, two curved openings on radius and anterior, flat creases, and total delamination on plug strap disk shell. Leak test and microscopic analysis was performed which identified: a sharp opening on anterior, a striated opening on radius, and total delamination on plug strap disk shell (adhesive failure). A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool. Total delamination on plug strap disk shell assessed as adhesive failure. A sharp opening on anterior assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.